Manufacturer narrative:
The delivery device has been requested but not returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during iol insertion the pt's capsule ruptured. A loss of vitreous was reported and a vitrectomy was performed and replaced with an anterior chamber iol. According to the surgeon the cause of the event was related to an unstable capsule due to pseudoexfoliation. Please reference MDR#: 1119279-2013-00206 for the intraocular lens used during the event.